Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: surgeon is familiar with device. After 1st shot was fired the device ran into series of misfired clips and even jammed. Ae05 device was aborted to avoid any potential risks and safety reason. Faulty product was discarded by scrub nurse by error; hence device is unavailable for investigation but clinic nurse said the surgeon still insists on monetary refund. Note: during use on a patient.